Event description:
This lead was explanted and replaced with another MFR's lead because it had dislodged one day post implant with loss of capture and sensing. On 08/08/2006, contacted rep for additional data about this lead. He stated that the physician appeared to be exremely rough with this lead and may have damage it at implant.